Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level was 432-433 mmol/l. Customer used the cartridge for more than 72 hours. Customer received normal 3rd party assistance and administered a manual injection to address bg level. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level was 432-433 mg/dl. Customer received 3rd party assistance and administered a manual injection to address bg level. Customer changed pump supplies to address the issue.